Manufacturer narrative:
A field service engineer (fse) went onsite. The fse diagnosed the speaker and found the speaker is damaged. Based on the information available and the testing conducted, the cause of the reported problem is the speaker. The reported problem was confirmed. The device was returned to full functionality after replacing the speaker. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that there was a horn (speaker) failure, and the device did not produce sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.